Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was worn. The probe was broken off at 16 mm from the distal end. The fracture surface of the probe showed that crack developed. The probe had turned black around the broken point. The coating for electric insulation of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the crack occurred on the probe since the load such as sparks was applied to the probe. The crack developed when the user output the device or grasped the tissue, and the probe broke off. Also it was known that the coating for electric insulation of the probe was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has been warned in the instruction manual as follows. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic hepatectomy, the subject device was used. In the procedure, the probe of the subject device broke off inside the patient. The fragment was retrieved. The procedure was completed with another device. There was no patient injury reported. On november 21, 2019, olympus medical systems corp. (Omsc) found that the probe was broken off and the coating of the probe for electric insulation was partially missing. This is the report regarding the breakage of the probe and the missing of the probe coating.